Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) one link devices had no flow issues. There were preventing normal saline from passing through. Once the one link cap was replaced the fluid moved easily. There was no patient injury or medical intervention associated with this event. No additional information is available.